Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 13 cm and 14 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that PICC inserted, it leaked as soon as it was flushed/aspirated. Pin sized holes noted externally approximately 3cm from insertion point. No resistance when aspirating or flushing at all. Went to use and found split on PICC. PICC removed. Dressings completely intact ¿ no kinking obvious in dressing or line itself. External secureacath device not internal (medline medium securement device). Patient impact: anxious, delay in treatment; not able to have fluorouracil chemotherapy pump attached and had to given treatment via a peripheral line. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that PICC inserted, it leaked as soon as it was flushed/aspirated. Pin sized holes noted externally approximately 3cm from insertion point. No resistance when aspirating or flushing at all. Went to use and found split on PICC. PICC removed. Dressings completely intact, no kinking obvious in dressing or line itself. External secureacath device not internal (medline medium securement device). Patient impact: anxious, delay in treatment; not able to have fluorouracil chemotherapy pump attached and had to given treatment via a peripheral line. No other information was provided.